Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. As a result, the patient experienced lead migration (confirmed via x-rays). System diagnostics revealed high impedances on lead. Reportedly, the patient controller was not able to program the ipg to MRI mode. As a result, the patient underwent surgical intervention wherein the scs system was explanted and replaced.